Event description:
Customer reports false negative results for red blood cells(rbc) and white blood celss (wbc) whereas microscopic results were positive for both the analytes. Customer also indicated that the results were positive when repeated on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The field service engineer went on site and replaced the optics assembly on the instrument. Instrument is operational.